Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. There was no reported adverse impact to customer's blood glucose. Reportedly, the usb cable was changed to resolve the issue.